Event description:
It was reported that approximately ten days post implant, the patient presented to the clinic with pain. Upon interrogation, it was noted that the right ventricular (rv) lead was unable to sense intrinsic rhythm. A myocardial perforation was suspected. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2013. (B)(4).